Event description:
During laparoscopic cholecystectomy, physician attempted to use verrus needle to insufflate, but needle did not work properly. He removed it from pt and the tip of the non-disposable needle broke off.